Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned pressed against two posts of the lens case base resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. Both haptics are adhered to the optic with solution in a folded position. The optic is slightly folded. We are unable to determine the root cause for the reported complaint "lens injected in eye incorrectly". Not enough information was provided on the observed lens implantation issue and if the product contributed to the event. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of defective intraocular lens (iol) which is not implanted. Additional information received and stated that, the iol injected in eye incorrectly. The iol was exchanged for another lens during initial implant procedure.